Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. H3 other text : see h.10.

Event description:
It was reported that during use the syringe is breaking behind luer lock when trying to closed the safety shield with a bd needle eclipse¿ 25x1 rb. The following information was provided by the initial reporter: we have had 2 incidents of the prefilled vaccine syringe breaking behind the luer lock when having difficulty closing the safety cover over the needle. There was no injury to staff or patient. The following information was provided by the company reporter: it was reported that several manager have complained about almost getting stuck as well as needles being difficult to use.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the syringe is breaking behind luer lock when trying to closed the safety shield with a bd needle eclipse¿ 25x1 rb. The following information was provided by the initial reporter: we have had 2 incidents of the prefilled vaccine syringe breaking behind the luer lock when having difficulty closing the safety cover over the needle. There was no injury to staff or patient. The following information was provided by the company reporter: it was reported that several manager have complained about almost getting stuck as well as needles being difficult to use.